Manufacturer narrative:
Based on the claim against the product by the customer noting a non-recoverable error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the blue fiber cable to resolve the issue. The system was tested and verified as ready for use. The affected blue fiber cable involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint regarding a non-recoverable error was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, a nurse called in to report a non-recoverable error. They already power cycled system, but error 319 pointing to sus-wrist not visible was now present. All errors present in the logs were pointing at least to an acp5 issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided caller to hard power cycle the patient side cart (psc) and reseat the blue fiber cable (bfc) psc/ vision side cart (vsc) and the issue remained. The tse asked caller to recover error by disabling sus-wrist functionality and the surgery was able to resume. The tse informed caller that until a service repair, sus-wrist function will be not operable. Another nurse called back during the same procedure. She informed the tse that the system did not respond anymore, and she requested to have someone asap on site for troubleshooting purposes. She also informed that they converted the surgery. When the tse asked details about the leading cause regarding converting, the caller was not able to provide more information. She only informed that the system message did not give new error or warning message since the previous 319 error. No new/other error message are visible in the logs since previous call. The procedure was converted with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
On 29-jun-2023, intuitive surgical, inc. (Isi) received the following additional information about the reported event: it was reported that during a da vinci-assisted pancreatectomy procedure, the system encountered a non-recoverable error. The issue occurred when an error message of 319 sus-wrist not visible showed on the screen. The system was power cycled, but the message remained. The technical service engineer (tse) viewed the live logs and observed that the errors were indicating a possible acp5 issue. The patient side cart (psc) was hard power cycled, and the blue fiber cable on the psc and vision side cart was reseated, with the issue unresolved. The sus-wrist functionality was disabled, which recovered the error. The system was able to perform in a degraded state without the ability to move the usm axis, but the image returned, and the procedure was resumed. Shortly after the error was recovered, the system encountered a second failure when it stopped responding. No error messages were generated. The surgeon made the clinical decision to convert to laparoscopy due to active bleeding. The conversion resulted in an increase in incision size and/or the addition of extra ports. The patient tolerated the conversion. Based on the current information provided, the cause of the operative complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigation the reported event. The fse replaced the blue fiber cable to resolve the issue. The system was tested and verified as ready for use. The affected blue fiber cable involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint regarding a non-recoverable error was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Review of the system log was completed, and the possible related system errors were observed. Review of the advanced system log was completed, and it can be confirmed that approximately 40 minutes into this procedure, the system had a significant communication error. The issue began with 31226 communication errors and progressed to a 1126 low fiber power error. Ultimately, this resulted in a customer-facing 319 communication error. All of these errors were reported from the acp5 node (sus wrist). This indicates that the fiberoptic communication to this node was interrupted due to degradation or damage. This fiberoptic defect was confirmed during fse troubleshooting when component 372210-06 (cable, fiber optic, psc wrist, is4000) was replaced and the issue was resolved.